Event description:
The rptr indicated that the pt presented to the emergency room with dizziness coincident with episodic loss of capture on the ventricular lead. Lead evaluation indicated an impedance of >9999 ohms. The device was replaced along with the pacemaker (another MFR's) and associated lead (another MFR's).